Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for continuous ambulatory peritoneal dialysis (capd). Therapy was ongoing. Prior to the event of peritonitis, the patient experienced diarrhea. The patient had symptoms of a fever and cloudy effluent as a result of the peritonitis. The cause of the peritonitis was not reported. Treatment information was not reported. It was unknown if the patient recovered from the diarrhea. At the time of this report, the patient was recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4). (B)(6). The sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). About three weeks after diagnosis, the patient recovered from the peritonitis and was discharged from the hospital. Should relevant additional information become available, a follow-up report will be submitted.